Event description:
The manufacturer's representative reported that the patient had overdose and then withdrawal symptoms after a catheter dye study. It is uncertain if the catheter was aspirated. The hcp indicated that there was a kink in the catheter and it became unkinked when the dye was pushed into the system for the study. It is also unknown if a priming bolus was programmed following the dye study. The patient had also experienced a seroma at the pump site which has subsequently resolved.